Manufacturer narrative:
This report is submitted on july 02, 2019.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2019 due to pain following an MRI (tesla unknown), the patient's head was wrapped as an approved indication.

Manufacturer narrative:
This report is submitted september 12, 2019.